Event description:
This will be filed for a clip that opened while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a vertical heart. During the procedure, a significant amount of curvature was applied due to the significantly vertical heart, which made it difficult to navigate the ntw. The clip opened during the second sequence of establishing final arm angle (efaa). The device was deployed, and the clip had settled more than 5 degrees, to about 20-25 degrees. The mr was reduced to 2-3+. There was no clinically significant delay. The next day for a follow-up echo, the mr increased to 4+, but the clip was still attached to both leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All information was investigated and per the physician, the reported difficult or delayed positioning associated with positioning/navigating the device, unintended movement associated with clip opening while establishing final arm angle (efaa) and clip opening while locked (cowl) is related to patient morphology/pathology and due to an incredibly vertical heart. A cause for the reported mitral valve insufficiency/ regurgitation (mr), however, cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na